Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed service code 203. Upon evaluation, there were intermittent connections at the j1002 and j1003 jumpers. The cause of the inability to complete testing is the intermittent connections. The root cause of the intermittent connections cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.